Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reav0753 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the implanted PICC was not "reverse taper", it was completely straight consequently there has been a bad haemostasis at the insertion point (peripheral deep vein puncture and access: brachial or basilic vein). On 01/06/2016 - the facility reports the patient never achieved hemostasis after the PICC insertion. The amount of blood lost from the PICC insertion site was requested but not provided. The patient had thrombocytopenia. The physician reports he believes the patient has since died so the PICC was not recovered. On 01/10/2017 - received additional information from the PICC nurse at the facility. She states "I am not entirely sure of the identity of the patient who had thrombocytopenia. According to the dates, we found a patient whose history corresponds". The PICC nurse reported the patient bled well during the PICC insertion procedure and in the minutes that followed but she believes the blood loss was less than 200 ml. It is reported the patient is aged with severe and progressive hemopathy that could not be treated. She expired 15 days after placement. The nurse states "even if the placement was hemorrhagic, I do not think [the placement] is responsible for the death." She also states the PICC team did not receive any calls within hours or days following the PICC placement to report a persistent bleeding problem. No other information is currently available. On 01/17/2017 - it was reported the customer normally uses a PICC with a reverse taper because they state there is better hemostasis with this configuration at the insertion point. They wanted to implant a PICC with a revers taper but when they opened the box of the device, the facility state the product was not a reverse taper PICC. They used the PICC without the reverse taper on the patient without any issue.